Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that a generator and lead were explanted due to infection of the generator pocket. The explants have been received by the manufacturer. Review of the manufacturing records for the lead and generator revealed the products were sterilized prior to distribution.